Manufacturer narrative:
The recipient's infection reportedly still has not resolved. Revision surgery is scheduled.

Manufacturer narrative:
(B)(4).

Event description:
The recipient reportedly experienced swelling at the implant site. The recipient was treated with antibiotics, however, the swelling recurred. The recipient developed an infection and an abnormal bone growth that caused the device to migrate. The recipient underwent surgery to reduce the bone growth. The recipient was prescribed IV antibiotics.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. Due diligence attempts to obtain the device were unsuccessful. The recipient's device will not return to advanced bionics for analysis. A review of the device history record was completed and no anomalies were noted. The recipient was reportedly reimplanted with another advanced bionics cochlear device. This is the final report.

Manufacturer narrative:
The recipient was reportedly prescribed antibiotics post-hospitalization to treat the infection.

Manufacturer narrative:
The recipient reportedly experienced pain, swelling, and discharge. On (B)(6) 2018, the recipient's device was reportedly explanted. The recipient will be reimplanted at a later date.